Event description:
Per written report received from canada, "over the last month intensive care unit has had 5-10 incidents of synthetic septum coming off when needle lock device is removed. No pt injury reported as a result of these events."